Event description:
It was reported that intermittent high, out of range high voltage lead impedance was observed. A new lead had been recently implanted and the intermittent measurements started about one month post lead implant. A poor connection between lead and ICD was suspected. The physician will check the connection when the patient schedules their next appointment. The patient had no complaints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: the reported impedance anomaly was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the reported impedance anomaly. (B)(4).

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.